Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal popliteal to distal superficial femoral artery. A 4.0 x 220 x 150 (4f) sterling balloon catheter was advanced for dilatation. During inflation, the balloon burst prior to reaching the rated burst pressure. The device was removed, and the procedure was completed with another of same device. No patient complications were reported as a result of this event, and the patient remained stable.